Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint.. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A root cause has not been identified. The root cause will be reassessed upon completing the investigation . There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported a lens optic that was scratched by a plunger of an injector during an intraocular lens (iol) implant procedure. When he pushed the injector, the plunger went underneath the lens. When the plunger was removed, the iol stuck on top of the plunger. Scratches were found on the iol. The procedure was completed with a different iol without harm to the patient.

Manufacturer narrative:
Product evaluation: no injector was returned for evaluation for the report of the injector under-riding the lens, resulting in scratches on the lens; therefore, the condition of the product could not be verified. The injector was manufactured in august 2012. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).